Event description:
Per (B)(4), a dental implant was unscrewed along with a healing cap three months after implant. There was no patient impact as a result of the event.

Manufacturer narrative:
Follow up is to provide information of completed device evaluation results.